Event description:
The patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed that the pump exhibited a damaged force sensor rendering the pump unusable as it could no longer be primed. However, pump history indicated that the pump was functioning normally with consistent daily insulin delivery dosages up to the date of hospitalization.